Event description:
Related manufacturer reference number: 2017865-2022-17085. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead was oversensing noise triggering pacing inhibition and the atrial lead was oversensing noise triggering inappropriate mode switches. No changes or interventions were performed; the physician elected to monitor the lead. There were no patient consequences.